Event description:
It was reported that during a procedure in the mid left anterior descending artery, a non-abbott guide wire was advanced toward a moderately calcified, 90% stenosed lesion. After pre-dilatation was performed using a non-abbott balloon dilatation catheter, a 2.75x15 xience v rx drug-eluting stent delivery system was advanced to the lesion and the 2.75x15 xience rx stent was deployed. After stent deployment, a long vessel dissection at the distal end of the deployed xience stent was observed under fluoroscopy. The dissection was treated with a 2.75x28 xience v rx drug-eluting stent delivery system, then post-dilatation was performed using a non-abbott balloon dilatation catheter. Lesion was 10% stenosed post-procedure. There was no reported patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: luge, inflation: medtronic, guide cath: 6f jl 3.5, sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).